Manufacturer narrative:
Siemens healthcare diagnostics has determined that dimension vista® blood urea nitrogen (bun) lots 15215ae, 15243bb, 15264ba, 15299bb, 15300ba, 15320bb, and 15341ac may exhibit inaccurate patient and/or quality control results. Only specific reagent cartridge wells are affected. If calibration is performed using an unaffected well and patient results are subsequently run using an affected well, bun results may be falsely depressed by up to approximately 50%. If calibration is performed using an affected well, bun results may be falsely elevated by up to approximately 64%. Siemens issued an urgent medical device correction dated february 2016, communication vc-16.01.b.us to all u.s accounts or an urgent field safety notice vc-16-01.b.ous, to all outside u.s. Accounts who had been shipped the impacted lots. Customers were directed to discard certain flexes with a specific lot number/cavity number combination. Siemens offered a no charge replacement or credit for discarded inventory.

Event description:
The customer noted discrepant low bun qc and patient results within a dimension vista flex(r) reagent cartridge well set. The samples were repeated after recalibration and higher results were obtained. The customer stated no patients were reported while qc was out of laboratory ranges. There is no indication that patient treatment was altered or prescribed on the basis of discrepant bun results. There was no report of adverse health consequences as a result of discrepant bun results.